Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k101880.

Event description:
Doctor reported the mount fractured at the screw of the mount inside the implant and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual inspection via naked eye and camera magnification revealed damage to the external threads possible from the removal process. Bone/tissue attached to implant external threads. Implant drive feature observed to be severely damaged. However, no evidence of a fractured mount screw observed within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions noted on the complaint. Bone density type I. The reported device was located on tooth site 36 (fdi) when the event occurred. Device was in use for 1 month. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ 10/19) information identified: contraindications & precautions instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ 08/19) information identified: 'precautions' 'breakage' 'warning' per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot numbers (1241290). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1241290) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (tsvmwb8/mount screw). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable.